Event description:
The nurse went to pt's home to discontinue i.v. Therapy, the pt complained of pain in the chest. Nurse found the bag had been punctured by the bag spike. Pt was hospitalized. Description of infusion set-up: 250ml bag had been filled with 270ml of fluid. The bag was then placed in a 50/100ml pouch with the pump in a second 50/100ml pouch and two clipped together, which the pt then wore over her shoulder like a handbag. At the time of the discovery there was approx 150-175mls remaining in the i.v. Bag and there was no evidence of any leakage. It is alleged that the bag spike punctured the outlet tube of the i.v. Bag. The pt was discharged from the hosp 2 days after being admitted. The hosp personnel has stated the diagnosis of the pt is not known. The hosp personnel stated there was nothing wrong with the pump.